Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the atrial lead exhibited loss of sensing. Chest x-ray revealed that the lead had dislodged. Twiddler's syndrome was suspected. During the revision procedure, an insulation anomaly was seen on the lead. The lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.